Event description:
Pt presented to the ed on (B)(6) 2012 and admitted with uti/sepsis. The patient has a history of dementia and orthostatic hypotension. The patient exited the bed after her husband, who had been at the bedside, went into the restroom. The bfm alarm did not alarm. The pt fell and it was discovered that she had a fractured right hip. Investigation revealed that the chair sensor which is identical to the bed sensor except for the length, was connected to the bed fall monitor. Therefore the reason the alarm did not sound. On (B)(6) 2012, the patient underwent a right bipolar hemiarthroplasty.